Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy evo o2 ventilator. The device was not reported to be in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was evaluated by a third-party service center, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation verification pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve was replaced to address the issue. The technician confirmed that there were no actionable error codes in the device event log. The root cause is confirmed at this time. Additionally, during the service of the device, the inlet foam filter and particulate filter was replaced as a part of required preventative maintenance unrelated to the reportable malfunction/issue. A valve and battery assessment was performed and no issues were found. No alarms sounded at the bench run and no cosmetic damages were observed. The device passed all final testing.